Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a gastroplasty procedure a click occurred at the time of the shot. The reload locked together with the stapler. No injury reported. Another product was used to solve the problem.